Manufacturer narrative:
This supplemental report is being submitted to provide the UDI and lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. As a result of the DHR review, there were no abnormality in manufacturing, concession, and variation. The legal manufacturer reported that the unit was delivered to the customer on february 27, 2018. The lm reported that the most probable causes for the reported event are as follows: the root cause could not be identified. The following cause is presumed based on the investigation result. (1): it is presumed that the ccd unit failed and the image did not appear because unexpected stress was applied to the camera head due to user handling. The legal manufacturer reported that regarding the handling of the device, the instruction manual contains the following description. Therefore, it is presumed that the event (1) can be prevented. "Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head."

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿no image and black display¿ was confirmed. An intermittent image was observed due to a faulty charge-coupled device (ccd). A cut was also, noted on the unit¿s cable.

Event description:
The service center was inform that during an unspecified procedure, the camera head display was black with no image. There was no patient injury completed.